Event description:
It was reported that the transmitter was overheating. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was producing overheating. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. The product was evaluated. An exterior visual inspection was performed and passed. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.